Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the patient¿s expiration cannot be conclusively determined. It was reported that the patient expired on (B)(6) 2018 due to unknown causes. Multiple requests for additional information were sent to the customer; however, no additional information was provided. No product available for investigation. The heartmate 3 instructions for use lists death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported the patient expired. The cause of death is unknown. Additional information was requested, but not provided. The product will be returned under (B)(4).